Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up where it was found that the device and right ventricular (rv) lead were sensing noise. The device was explanted and the rv lead was capped on (B)(6) 2024. No patient condition was reported.